Event description:
This incident was reported to the manufacturer by the spanish national competent authority (spanish agency of medicines and medical devices (es aemps)), as reported to them by the patient/end user. It is reported that immediately after instilling a contact lens, the patient experienced redness of the eye. The patient contacted their optician who advise the patient to discard the device a temporarily discontinue lens use for one week. The patient states they waited more than two weeks before instilling a new lens contact lens and again experienced redness of the eye. The patient saw a primary care physician and emergency care physician who diagnosed contact lens keratitis (corneal inflammation), which had not, but nearly developed into a corneal ulcer. No further information was provided by the patient on the details of the injury, treatment, or outcome. Based on the details provided by the patient, the manufacturer was able to identify the contact lens prescribing and/or optical retail location where the patient purchased the contact lenses. Despite good faith efforts to obtain additional details, no further information has been received or is known. While the type, size, location, and severity of the keratitis are unknown, this event is being reported in an abundance of caution due to the potential for permanent or serious injury, or medical interventions, including medication, necessary to prevent or preclude such an occurrence, with some keratitis events, especially those which may be microbial in nature. Should further information become available, the manufacturer will investigate and submit a follow-up report if or as appropriate.

Manufacturer narrative:
Based on available information and manufacturer's investigation, no root cause could be established. While the device cannot be ruled out as a potential causal or contributory factor, no relationship between the device and the event could be confirmed.